Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted general surgical procedure, the endoscope cord was peeling off. It was unknown if a fragment fell inside patient. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed. Visual inspection was found with minor cuts to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. Additionally, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable of integrated connector housing exhibited discoloration. Visual inspection confirmed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.